Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis. A surgical procedure was performed during which it was noted that there was a fluid leak caused by a hole in the pump tubbing. All components were removed and replaced. There were no patient complications.